Manufacturer narrative:
The insulin pump alarmed motor error message during basic occlusion test due to faulty force sensor. The excessive no delivery test was unable to be performed due to motor error alarm. The motor was tested outside the device and passed. The insulin pump was received with a cracked case at the corner of the display window, the corner of the reservoir tube window, and the battery tube threads. The insulin pump was received with a broken reservoir tube lip. The insulin pump was also received with missing reservoir tube lip o ring, display window, and end cap sticker.(B)(4)

Event description:
Customer called via phone regarding damaged insulin pump and motor error alarm. Customer's blood glucose level was 120mg/dl. Customer does not use the sensor feature on the pump. However they are able to complete the rewind sequence. Customer also stated that there was no delivery alarm during bolus. Customer could not recall any significant events leading to the alarm. Customer was advised to discontinue use of the device and revert to a backup plan.